Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during a follow-up, an increase in capture threshold was observed. An x-ray showed perforation. The lead was explanted and replaced. The patient was doing well after the event.